Manufacturer narrative:
The account replaced the bed exit tape switches to repair the bed.

Event description:
The account alleged that the bed exit will set but does not alarm when a pt leaves the bed. The account is not using hill-rom mattresses. No injuries were reported.